Event description:
Prior to the deployment of the zenith aaa endovascular graft, the physician embolized the left internal iliac artery. Due to the size of the internal iliac artery, twelve embolization coils were deployed in the vessel in an attempt to occlude. Pt had very difficult presence of a large aneurysm which extended into the common iliac artery. During the viewing of the post deployment angiogram, distal endoleaks were viewed on both the ipsilateral and contalateral iliac leg grafts. Due to the size of the right common iliac artery, a main body extension was deployed in the ipsilateral leg graft, extending the landing zone by one stent body. In an attempt to resolve the endoleak on the contralateral side, an iliac leg extension was deployed distal to the leg graft. Angiogram noted an immediate filling of the iliac aneurysm. The leg grafts and all junction points in the contralateral limb were re-ballooned. Still no noted resolve of the endoleak. An iliac leg graft was then deployed into the limb of the main body graft and extended the length of the two previously deployed leg grafts. Still a slight endoleak was viewed. Physician then elected to deploy an iliac leg graft inside the distal leg extension and leg graft on the contralateral side. Final angiogram viewed a resolve to the endoleak on the ipsilateral side, but still a slight leak on the contralateral side believed to possibly have been a pinhole leak. During final angiogram, patency of the right internal iliac artery was viewed. Pt to be monitored for resolve of endoleak. Please refer to 1820334-2004-00375 for additional info.